Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00227.

Event description:
Allegedly spontaneous fracture of the biolox ceramic head, size 36 on a left total hip replacement with ceramic head (wright) and ceramic cup. Outcome: broken ceramic head and erosion of the modular femoral neck. No damage on the ceramic cup. Measures: revision of the modular neck and implantation of a biolox delta ceramic head. (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.